Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-00501, 530-12-108, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient received a reverse shoulder on date. Later that week he came to his follow up appointment where a fracture in the proximal humerus was foundon x-ray. Surgeon removed the short 48mm stem and cemented a 108mm stem as well as reduced offset with a 36, -4 glenosphere.